Event description:
It was reported that on june 6, 2018, a second revision (and third overall) surgery on the patient. Upon information and belief, based on the patient's age, weight and pre-existing conditions, the surgeon did not use a va-lcp, however, or perform an orif procedure; instead, the surgeon performed a distal femoral replacement arthroplasty. In contrast to stabilizing the fracture site with a plate such as the va-lcp, this procedure involved removal of the distal femur and replacing it with a prosthesis anchored to the remaining portion of the femur. The surgery was an apparent success, the patient began physical therapy on (B)(6) 2018. On (B)(6) 2018 the patient experiencing severe pain at the site of the break, went for an appointment with the surgeon who performed an x-ray. After examining the x-ray, the surgeon informed the patient that the va-lcp he had implanted in july 2017 appeared to have been crushed. The first surgeon then referred the patient to the third surgeon who ordered another revision surgery to remove the broken va-lcp and repair the fractured femur. After a CT scan on (B)(6) 2018, the patient was cleared for surgery. On (B)(6) 2018, the surgeon took an x-ray of the patient's right leg and removed the staples from the incision site. Two days later, on (B)(6) 2018, the patient's right leg became severely swollen, with heat coming from the incision site. The patient was soon after placed on antibiotics to discourage infection. On (B)(6) 2018, the pain at the incision site became worse, and the patient noticed drainage from the incision wound. On or about (B)(6) 2018, the patient was diagnosed with a flesh infection of the leg at the site of the incision, and she began routine visits to a rehab center shortly thereafter. The infection caused an open wound to develop at the incision site which, for much of the healing process, discharged a foul-smelling pus. The patient subsequently spent eighteen (18) weeks receiving treatment from the rehab, receiving her final treatment on (B)(6) 2018. As a result of the infection and scarring at the former site of the wound. Throughout the process, the patient suffered several other related adverse effects, including physical and emotional pain and suffering. The patient's prolonged recovery that resulted from the multiple surgeries kept her confined to a wheelchair or to a couch in her home. Throughout her prolonged recovery, the patient felt like a prisoner trapped in her own body and in her own home. In addition, the patient could not perform everyday activities she had routinely performed and enjoyed, such as cooking, shopping, walking their dog, and driving. As a result, the patient's husband became responsible for these duties while the patient recovered. This complaint involves one (1) device this report is for one (1) unknown va-lcp plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown va-lcp plate/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is attorney. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 the patient experienced severe pain at the site of the break, and went for an appointment with the surgeon who performed an x-ray. After examining the x-ray, the surgeon informed the patient that the va-lcp he had implanted on (B)(6) 2017 appeared to have been crushed. The first surgeon then referred the patient to the third surgeon who ordered another revision surgery to remove the broken va-lcp and repair the fractured femur. After a CT scan on (B)(6) 2018, the patient was cleared for surgery. The patient underwent a second revision (and third overall) surgery on (B)(6) 2018. Based on the patient's age, weight and pre-existing conditions surgeon performed a distal femoral replacement arthroplasty. In contrast to stabilizing the fracture site with a plate such as the va-lcp, this procedure involved removal of the distal femur and replacing it with a prosthesis anchored to the remaining portion of the femur. The surgery was an apparent success, the patient began physical therapy on (B)(6) 2018. On (B)(6) 2018, the surgeon took an x-ray of the patient's right leg and removed the staples from the incision site. Two days later, on (B)(6) 2018, the patient's right leg became severely swollen, with heat coming from the incision site. The patient was soon after placed on antibiotics to discourage infection. On (B)(6) 2018, the pain at the incision site became worse, and the patient noticed drainage from the incision wound. On or about (B)(6) 2018, the patient was diagnosed with a flesh infection of the leg at the site of the incision, and she began routine visits to a rehab center shortly thereafter. The infection caused an open wound to develop at the incision site which, for much of the healing process, discharged a foul-smelling pus. The patient subsequently spent eighteen (18) weeks receiving treatment from the rehab, receiving her final treatment on (B)(6) 2018. As a result of the infection and scarring at the former site of the wound. Throughout the process, the patient suffered several other related adverse effects, including physical and emotional pain and suffering. The patient's prolonged recovery that resulted from the multiple surgeries kept her confined to a wheelchair or to a couch in her home. Throughout her prolonged recovery, the patient felt like a prisoner trapped in her own body and in her own home. In addition, the patient could not perform everyday activities she had routinely performed and enjoyed, such as cooking, shopping, walking their dog, and driving. As a result, the patient became responsible for these duties while the patient recovered. This report captures the second revision performed on (B)(6) 2018 involving the removal of the broken va-lcp plate while related complaint (B)(4) captures the first revision of the broken va-lcp performed on (B)(6) 2017. This report is for one (1) unknown va-lcp plate. This is report 1 of 1 for complaint (B)(4).